Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high numerous times and that hospitalization was necessary on 3 separate occasions due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose was 382 mg/dl to 440 mg/dl. Troubleshooting was declined by customer.